Manufacturer narrative:
This event occurred in (B)(6) unique identifier (UDI)#: (B)(4).

Event description:
One patient sample was provided to the manufacturer for investigation. From the sample provided, erroneous free thyroxine (ft4) results were identified between the manufacturer's e411 analyzer and a centaur analyzer. These results will be reported to the customer. The ft4 result from the e411 analyzer was 2.58 ng/dl. The repeat ft4 result on the centaur analyzer was 2.10 ng/dl. No adverse event was reported. The ft4 reagent lot number was 179279 with an expiration date of 07/31/2015. Based on the available data, a general reagent issue could be excluded. A specific root cause could not be identified. Given the different setups of assays, the antibodies used, and the variances in reference methods, differences in results may occur when comparing assays from different vendors.